Manufacturer narrative:
The device did not return for analysis. However, based on the media provided, the reported allegation of damaged dilator tip was confirmed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an atrial fibrillation ablation with farapulse, a versacross connect for faradrive was selected for use. The scrub tech and physician began prepping the product and it was noted fraying at the tip of the dilator and had an extra piece of material attached to the end that was abnormal. The issue was present at time of the package being opened and packaging was not damaged. A new dilator/kit was open and this resolved the issue. The case was then completed successfully. No patient complications were reported. The device is expected to be returned for analysis. The damaged tip was noted after inserting into the sheath and not noticed prior to removal from the package. The dilator was not removed any differently from packaging. The extra piece appears to be sticking out, sharp and pointy.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an atrial fibrillation ablation with farapulse, a versacross connect for faradrive was selected for use. The scrub tech and physician began prepping the product and it was noted fraying at the tip of the dilator and had an extra piece of material attached to the end that was abnormal. The issue was present at time of the package being opened and packaging was not damaged. A new dilator/kit was open and this resolved the issue. The case was then completed successfully. No patient complications were reported. The device is expected to be returned for analysis. The damaged tip was noted after inserting into the sheath and not noticed prior to removal from the package. The dilator was not removed any differently from packaging. The extra piece appears to be sticking out, sharp and pointy.